Manufacturer narrative:
This follow-up report is being filed to correct information.this report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2015-04038 & 1825034-2015-04060 / 04061).

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to instability. During the procedure, the modular head, acetabular liner and taper adapter were removed and replaced. It was further reported that another revision procedure was performed on (B)(6) 2015 due to dislocation.